Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to be very tired; has respiratory discomfort; loss of voice, hoarseness; dry throat; dizziness; crystals of the inner ear; becoming more breathless; headaches; stomach aches. The patient was prescribed prescription medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and alleges to be very tired; has respiratory discomfort; loss of voice, hoarseness; dry throat; dizziness; crystals of the inner ear; becoming more breathless; headaches; stomach aches.the patient was prescribed prescription medication.this event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam. The patient alleges to be very tired; has respiratory discomfort; loss of voice, hoarseness; dry throat; dizziness; crystals of the inner ear; becoming more breathless; headaches; stomach aches. The patient was prescribed prescription medication. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.